Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to e2, e3 and g2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the events is due to humidity got inside the light guide (lg) lens through the leaking area, causing corrosion. Furthermore, deviations from instruction for use (IFU) are unknown. However, the root cause of the reported events is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: user may properly detect this event by handling device in accordance with the following IFU. Operation manual_ preparation and inspection_ inspection of the endoscope ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ user may properly detect this event by handling device in accordance with the following IFU. Operation manual_ preparation and inspection_ inspection of the instrument channel and forceps elevator olympus will continue to monitor field performance for this device.

Event description:
It was reported that the knob wire was cut on the loaner duodenovideoscope. This was found during receipt inspection. There was no delay and no report of patient harm. The device was returned, evaluated, and dirt was found inside the light guide lens. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the dirt found inside the light guide lens, other evaluation findings are as follows: the scope cover was dirty; the connecting tube was corrugated; the light guide lens was broken; there was waterproof failure due to the deformed forceps lever and the broken channel tube; the aspiration quantity was out of the standard value due to the broken channel tube; the electrical connector was corroded; the gap on the upward/downward knob was out of standard due to the worn angle wire; and the angle was low. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.